Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a compromised force sensor system alarm and the drive support cap was loose. Blood glucose level at the time of the incident was 350 mg/dl. The customer's mother was advised that the insulin pump would not be replaced and did not return the device for analysis.